Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had leakage on the luer. This issue was discovered during preparation, after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10: h10: the actual device was received for evaluation. A visual inspection performed using the naked eye noted a few small drops of fluid leaked out at the junction of the blue winged cap because the blue cap was slightly untightened. A functional leak test was performed by filling the unit with green colored water. After fill and prime, to ensure the blue winged cap is securely connected, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The sample was being monitored until the next day and no signs of leak were observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to a user error by not tightening the blue winged cap. The instructions for use (IFU) indicates to make sure the winged cap should be securely connected to the flow restrictor after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.